Event description:
A malfunction alarm with a code of 30a was repeatedly reported by the customer since august 1, 2025. There was no adverse impact to the customer¿s blood glucose level. The technical support team contacted the customer, confirmed the issue, and organized a replacement pump. They provided instructions on storing the current pump and ensured the customer understood the return process, aiming to avoid additional charges. The customer was also guided on programming pump settings and connecting their continuous glucose monitor to the new device.